Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736143 ; serial/lot #: (B)(6). H3) a manufacturer representative went to the site to test the navigation system. The navigation system microscope cable was replaced. Codes: b01, c07, d02 the cable was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was confirmed. The returned cable had a damaged network cable connector with bent pins. A continuity test confirmed opens in the connection. Otherwise, the cable provided a normal image when connected to a known good system. Codes: b01, c07, d02 if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the scope cable no longer had a functional embedded ethernet cable and the video out was also not functional. There was no patient involvement. No further information available.